Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited sensing issues. X-ray images from implant were provided for rhythmcare for review. Rhythmcare determined that the position of the electrode was determined the electrode position could be optimized as the position would leave the patient at risk of not converting an arrhythmia should therapy be needed. The patient anatomy was noted to be quite challenging. The electrode was successfully repositioned with a successful induction and conversion. This electrode remains implanted. No adverse patient effects were reported.